Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture prolonged surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a 10-minute surgical delay due to the need to use a different stem, cemented rather then press fit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was not possible as the required product code and lot number were not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2011, the patient underwent a primary right knee arthroplasty due osteoarthritis. During the primary operation, the surgeon indicated the patient had a very small and deformed natural femur, which he attributed to her history of polio. After removal of the natural head, the surgeon indicated the femoral bone was quite sclerotic and would not allow the reamer to pass. He used a small drill to get through the sclerotic bone and the proximal femur. He then turned to flexible reamers up to a 9 and then rigid reamers. He attempted to broach for the summit stem, but was unable to pass the #1 broach down, which was the smallest stem available to him. He elected to go to the s-rom stem, and tried to used the reamers for the 12b cone, but this would not pass down due to the size of the proximal femur. At this time, the surgeon noticed the trochanter had fractured, although it had not displaced significantly, but would allow him to use the s-rom because he did not have a circumferential purchase. The surgeon was finally able to use a size 1 summit basic stem. Cerclage wire was placed to help secure the greater trochanter in place. The surgeon also indicated an estimated blood loss of 400-500 ml during the operation, however, there is no evidence of treatment.